Manufacturer narrative:
Exact date unknown, event occurred at the year of 2022. Explant date: 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 20142505/20409352.

Event description:
It was reported that the patient was not getting any pain relief. The patient underwent an explant procedure. No device malfunction was suspected. All explanted device components will not be returned.